Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in the adhesive likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The olympus asset device, evis exera ii ultrasound gastrovideoscope, was returned with no complaint. During the inspection and testing of the returned device, service found a gap in the adhesive on the acoustic lens of the probe. This report is being submitted for the malfunction found by service during the device evaluation. There was no patient involvement.

Manufacturer narrative:
The following additional defects were observed by service during the evaluation: an air leak was observed at the distal end of the biopsy channel. The internal parts of the electrical connector demonstrated corrosion, and the ccd (charge coupled device) cable was too short. The nozzle was deformed. The rubber adhesive in the bending section was lifting. The body control grip was cracked, and the mount was corroded. The bending tube angulation wire had play. The distal end of the biopsy channel was pierced. The light guide cover lens had moisture. The distal end of the device was deformed due to physical stress from external forces. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.